Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2008. Some time after the implantation, patient began experiencing pain and discomfort in his right hip, metallosis exposure, and other injuries presently undiagnosed. Patient has not yet scheduled an explantation of the asr hip implant. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain. Update: (B)(6) 2012 - medical records were received. The revision operative report indicated corrosion products about the trunion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.